Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found the table to be operating according to specification. The reported event could not be duplicated, and no repairs to the table were made. Based on the description of the event and the technician's inspection, the cause of the reported event may have been caused by improper patient handling. The 5085 srt operator manual states (1.3) "warning - tipping hazard. Do not transfer patient onto or off of the surgical table unless floor locks are engaged. Center tabletop over column before transferring patient on or off of surgical table." The operator manual further states (1.6) "personal injury hazard - failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." A steris account manager performed in-service training with user facility personnel on the proper use and operation of the 5085 srt surgical table. The technician returned the 5085 srt surgical table to service and no additional issues have been reported.

Event description:
The user facility reported that their 5085 srt surgical tables begin to tilt during patient transfer resulting in procedure cancellation. No report of injury.